Event description:
It was reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon troubleshooting, the fse found that all leds on the pdu power supply were off, and fuse f1 on the ups (uninterruptible power supply) power control board was defective. After replacing the fuse, l1 power was restored, but the 24 voltage "power ok" signal remained inactive due to a defective fan and power tray unit. To resolve the issue, the fse replaced the pdu (power distribution unit) fan tray and dcps (direct current power supply). The defective pdu fan tray was returned to philips for failure analysis, and the cause of the failure was found to be electrical overstress. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.